Event description:
It was reported per general comment that once the hi-torque balancemiddle weight guide wire was removed from the patient, it was noted to be breaking and de-coiling. There was no adverse patient effects and no delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported core break and stretched coils prior to use. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Event date: date has been estimated to (B)(6) 2023.